Event description:
Info received indicates when testing the bed, the technician found there was a loss of ground on the ac power cord plug.

Manufacturer narrative:
The tech found the ground terminal was loose on the power cord plug. He tightened the ground connector to repair the bed.